Event description:
It was reported that during surgery the irrigation channel was not working properly due to which poor plasma, weak cutting with charring and smoke was seen. No patient injuries reported. There was no back-up device available, and a delay of more than one hour was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection under magnification of the device shows minimal electrode/screen wear and discoloration/ contamination with dried parts of tissue and scratch/scuff marks on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned wand. The wand was tested using a compatible controller and activated in saline solution at default and max settings in which the ablate- and coagulation produced plasma as intended. The suction line was tested and performed as intended. The saline line was tested by using a saline bag performed as intended on all three openings. The complaint was not verified and the root cause was determined to probably be associated if insufficient suction pressure is used during the procedure, tissue can build up and prevent proper saline flow. Provided with the device contains instructions, warnings, and precautionary measures regarding maintaining proper flow. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.